Event description:
A user facility¿s procurement specialist reported that a visible internal dialyzer blood leak occurred twenty minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The returned sample was subjected to a laboratory bubble point test and no leak was detected. The dialyzer was then subjected to destructive disassembly for further visual examination and no damage or irregularities were found. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event.

Event description:
A user facility¿s procurement specialist reported that a visible internal dialyzer blood leak occurred twenty minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.